Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer¿s continuous glucose monitor read ¿high¿ with large ketones that a health care provider determined to be life threatening, however, a specific blood glucose (bg) value was not provided. Customer required assistance to administer a manual injection to address elevated bg. The customer reverted to an alternate method of insulin therapy.